Event description:
Patient presented to the emergency room approximately 10 days prior to the case with acute sepsis following a (B)(6) 2011 cardiac lead implantation. Patient was admitted and was determined not suitable at the time for lead removal. She remained inpatient receiving both oral and IV antibiotic therapy. The physician consulted with the medical doctor lm trainer from university of penn pre-operatively. It was decided to proceed with the laser lead removal case; with the back up option of removal would be open chest removal. Since this was a known option the CT surgeon was scrubbed in and assisting with the case. Patient was intubated, baseline bp was 104/56, arterial line placed, and in-room fluoroscopy. Medical doctor prepped all 4 leads (ra, lv, and rv-ICD x 2) with lld-ez and lld#2. Both the ra and lv leads (implanted (B)(6) 2011) were unscrewed and successfully removed without difficulty. Medical doctor began lasing with the 14f sls ii, upsizing to the 16f sls ii. The medical doctor encountered significant calcium and had a very difficult time removing the lv lead, but it eventually was able to extract the lead. Lastly, he moved to the final ICD lead beginning with a 14f sls ii and upsizing again to 16f sls ii encountering the same type of severe fibrosis and calcium. At this point the physicians began discussing closing the patient, having her return the following day for open chest procedure, when the patient's bp fell to a systolic of 80. Fluoroscopy noted a change in cardiac movement and the decision was made to perform an emergent sternotomy. The patient was placed on cardiopulmonary bypass to repair and extract. Upon opening the patient a svc perforation was discovered, successfully repaired and the remaining lead was extracted. The patient's vitals returned to baseline levels and eventually transferred to the ICU.